Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breast area and is itchy all over her body. Patient advised scratching the area and now the area is raw and irritated. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed sensicare ointment and recommended patient be measured for a larger garment. Distributor sent patient a larger size garment. Follow up indicated that the cream is helping with the skin irritation.